Event description:
Dr was performing a hysteroscopy to resect fibroids when the loop on the 27050g cutting electrode bent inwards. She bent loop back to re-adjust it, and resected a couple of more times and then the loop came off in the pt. Dr immediately retrieved loop with a grasper. Once loop was retreived, dr completed procedure. There was no adverse effect to pt; pt condition post-op was stable.